Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited p wave oversensing. Upon review the electrogram, it was suspected that the device exhibited myopotential oversensing and pacing inhibition. The programming changes were suggested but not performed. No patient symptom was reported and the patient would continue to be monitored.

Event description:
New information received noted that the recommended programming changes were made on (B)(4) 2018 to resolve the myopotential oversensing. No further incident was reported.